Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue, not occuring in conjunction with a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: the pump's black box showed evidence of call service 052/054 alarms following a replace batter alarm on the date of the complaint. There were additional unexplained pump reboot events. The pump powered on to a blank display screen. There was no evidence of moisture ingress inside the battery compartment. There was evidence of moisture ingress inside the pump on the display connector.